Event description:
It was reported post op laparoscopic adjustable band procedure, the pt reported not feeling restriction. A diagnostic exploratory laparoscopy was performed to find a non functioning band. The tubing had split. The tubing, connector and port were replaced. There was no pt consequence.

Manufacturer narrative:
Anticipated, but unavailable at this time.